Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. Boston scientific technical services (ts) confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found the device to be malfunctioning, internal battery voltage was found to be too low to support function. However, probable cause could not be determined because the failure could not be recreated during analysis.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. Boston scientific technical services (ts) confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.